Event description:
Received information stating pt was hospitalized for ketones and blood glucose level of 300. Pt was released from hospital three hours later.

Manufacturer narrative:
Product has not been returned for evaluation. Should new information become available a follow up MDR will be submitted.